Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's sister reported on behalf of the patient that approximately 2 years following a mastectomy and reconstruction surgery, patient developed pain in chest and under armpits. Silicone spread to lymph nodes, chest wall and armpit area. Unspecified scans were performed revealing bilateral ruptures. The device has been explanted. This is for the left side.